Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (3 different samples for one patient). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21/-31.

Event description:
The customer reported discrepant alinity I total b-hcg results generated on the alinity I processing module for one patient over 3 days. The following data was provided: initial results: (B)(6) 2025, sid (B)(6): result: 54.7 miu/ml, positive; reported to customer. (B)(6) 2025, sid (B)(6): result: 205.3 miu/ml, positive; reported to customer. (B)(6) 2025, sid (B)(6): result: < 2.3 miu/ml, negative; reported to customer. On (B)(6) 2025, the lab reran all 3 sample tubes which were stored at 2-8 degrees celsius, and the serum was not removed from the clot. The sample tubes were re-centrifuged, and the following results were: sid (B)(6): 1st result < 2.3 miu/ml. Sid (B)(6): 1st result 6.67 miu/ml; 2nd and 3rd results < 2.3 miu/ml. Sid (B)(6): 1st and 2nd results < 2.3 miu/ml. There was no flags or warnings generated on the instrument. Quality control (qc): (B)(6) = no qc performed. (B)(6) = qc level 1 and 3 passed. (B)(6) = no qc performed. The qc was not run on (B)(6); therefore, those results are not valid results and should not have been released, however, the customer believes the result generated on (B)(6) 2025, was incorrect and did not correlate with the patient¿s clinical picture. There was no impact to patient management reported.

Event description:
The customer reported discrepant alinity I total b-hcg results generated on the alinity I processing module for one patient over 3 days. The following data was provided: initial results: on (B)(6) 2025, sid (B)(6): result: 54.7 miu/ml => positive; reported to customer, on (B)(6) 2025, sid (B)(6): result: 205.3 miu/ml => positive; reported to customer, on (B)(6) 2025, sid (B)(6): result: < 2.3 miu/ml => negative; reported to customer. On (B)(6) 2025, the lab reran all 3 sample tubes which were stored at 2-8 degrees celsius, and the serum was not removed from the clot. The sample tubes were re-centrifuged, and the following results were: sid (B)(6): 1st result < 2.3 miu/ml, sid (B)(6): 1st result 6.67 miu/ml; 2nd and 3rd results < 2.3 miu/ml, sid (B)(6): 1st and 2nd results < 2.3 miu/ml. There was no flags or warnings generated on the instrument. Quality control (qc): march 31st = no qc performed, april 1st = qc level 1 and 3 passed, april 2nd = no qc performed. The qc was not run on march 31 and april 2; therefore, those results are not valid results and should not have been released, however, the customer believes the result generated on (B)(6) 2025, was incorrect and did not correlate with the patient¿s clinical picture. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 65729ud00, however, no increase in complaint activity was identified for list number 7p51. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met, indicating that the lot is performing as expected. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I total b-hcg reagent lot 65729ud00 was identified.